Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a slice in the cord was confirmed. However, the reported condition of the wires exposed (shielding showing but not electrical wires) was not confirmed. Therefore, an assignable root cause was not determined. A visual assessment was performed on the device which found that the cord was damaged, preventing the function assessment from being performed. It was further determined that the damaged cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the foot control device had a slice in the cord and the wires were exposed. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.